Manufacturer narrative:
This report was discovered to be a duplicate of pr 4572385 submitted as MDR number 3030677-2024-01332.

Event description:
Philips received a complaint on the dfm100 device indicating that the paddles could not get ECG during testing. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.